Manufacturer narrative:
Concomitant medical products: 0154 competitor lead, implanted: (B)(6) 2001; envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma following a device implant with an antibacterial absorbable envelope. The hematoma was evacuated and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.